Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump squirted insulin. Insulin pump received random no delivery alarms and motor error alarms. Insulin pump also received button error alarm. Buttons was not responding when press first time. Lost insulin pumps setting. Insulin pump was rejected new batteries. Casing of insulin pump was damaged. Unusual grinding noises different from the normal rewind noises. Rewind was slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.